Event description:
The customer contacted ocd for calibration failures using two vitros tsh reagent lots on the vitros eci. The customer indicated that pt results were not affected. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer was not performing the recommended daily cleaning of the signal reagent (sr) probes. It was also determined that when the customer did perform sr probe maintenance, it was not being done correctly. After reviewing the correct procedure with the customer and cleaning the sr probes, both vitros tsh reagent lots were calibrated successfully. F/u with the customer indicate that acceptable performance has been maintained. The root cause of the event is contamination of the signal reagent (sr) in the reaction well due to user error related to the required daily maintenance procedure.